Event description:
It was reported that during the patient's ipg revision on (B)(6) 2022 (manufacturer report number: 1627487-2022-01900), the impedance issues were noted. It was noted that the lead's wires were tested in knots. Surgical intervention may occur.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.